Event description:
Patient presented to emergency department with evidence of myocardial infarction and was taken urgently to the cath lab. The patient underwent balloon dilatation and stenting of proximal left anterior descending lesion with another brand drug-elunting stent. The patient had a history of coumadin use which was corrected with vitamin k pre-procedure. The patient received reopro during the procedure. An angio-seal device was used to close the site. Several hours post procedure, patient became hypotensive with a significant drop in hematocrit and a large mass was noted in the right lower quadrant consistent with a retroperitoneal bleed. The patient was taken to the operating room, or for control of hemorrhage. During surgery, the angio-seal device was excised, and the surgeon noted that the "anchor" was not found and "may have been released into the system." It is not known whether there was a problem with the device, with use of the device, or if bleeding was caused by pharmaceuticals.